Event description:
The customer reported yellowish fluid leaked underneath the instrument at the right side of the coulter lh 750 hematology analyzer. The customer stated that 2 ml of fluid leaked and was not contained within the instrument. The customer was unable to determine the source of the leak. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer indicated that the instrument did not generate any error messages during the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a hole in the lower sheath restrictor tubing. The fse proceeded to replace the lower sheath restrictor tubing and verified the repair as per established procedures. Failure mode of the leak is attributed to a hole in the lower sheath restrictor tubing. Beckman coulter internal identifier for this report is (B)(4).